Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Analysis was unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to motor error alarms. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to high magnetic field. The customer¿s blood glucose level was 216 mg/dl at the time of the incident. The customer was advised that the pump needs to be replaced. The insulin pump was returned for analysis.